Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. No reservoir icon anomalies noted during testing. The insulin pump had unexpected pump error alarmed during testing, multiple low battery alerts noted in the format history file and the power management graph was in specification, however the lithium backup battery indicated abnormal behavior as shown in the power management graph. The connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 4 days with the unit functioning properly during testing. Analysis was unable to perform displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.